Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the circumstances that led to the sudden change in therapy/symptoms are that the patient was concerned on how to regulate for leakage. The steps take to resolve the issue of the sudden change in therapy/symptoms were how to use the different programs on the pp

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not think she was programming it right. Patient stated she was in (B)(6) and her healthcare professional was in (B)(6) and patient needed assistance to better utilize her device. Patient asked if increase of stim would stop the urine flow. Patient further stated when she stood up from sitting, she would just go. Patient confirmed her implant was currently on. Patient confirmed that she was on p2 and increased stim to 2.1v on the call and the stim was comfortable. Patient reported she had been noticing leakage for a while, but what brought it to surface was that about 3 nights ago when the patient programmer (pp) batteries went down; died. Patient stated that the battery to the pp were getting low and stated she was not having trouble with any urine leakage at all. Patient reported once she put new batteries in the pp to charge up, she started with the leaking. It was reviewed with the patient that pp batteries going dead does not affect the stimulator settings at all. Patient reported 3 nights ago was when the pp batteries died. Patient further confirmed that she felt something was not right; patient felt a sharp pain in the groin area and stated she got up and saw the pp batteries were low. Patient was advised to monitor symptoms and then follow up with the hcp to discuss program change. Patient stated hcp said she could change programs on her own. It was reviewed with the patient that patient might want to monitor symptoms for a couple of days before changing to a different program if current settings do not help. Patient considered this a sudden change in therapy/symptoms. No complications reported. No further symptoms reported.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2018-21893 for the patient¿s other issue. Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they saw their new urologist yesterday. The physician was wondering was ¿totally functioning or not. They recommended that the patient turn the therapy off for a while to evaluate if its helping to treat their symptoms at all or not. With assistance, the patient was able to the therapy off (confirmed to be off per the programmer). There were no further complications reported or anticipated.